Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation confirmed that the down arrow keypad button is intermittently responsive. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Animas has conducted a review of the device history record for this pump on and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient reported that the down arrow keypad button is intermittently responsive and requires hard presses to obtain a response. She stated the issue "has been going on for quite some time". The patient stated that she wears the pump on her belt and does not clean the pump.